Manufacturer narrative:
The cause for the discomfort leukocyte results is unk.

Event description:
Customer reported multiple negative leukocyte results on the instrument and visually but the microscopic results were positive. There was no report of injury for this event.